Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead revision was performed on both leads due to high capture thresholds as a result of lead dislodgement. The leads were explanted and replaced. The patient is fine.